Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the pacemaker exhibited a shorter battery longevity estimate than anticipated. Premature battery depletion was suspected. The device was explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
The field complaint of premature discharge of battery was not confirmed. The device was received operating in backup mode triggered after explant. Analysis of device image indicated autocapture was enabled during implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing, thus affecting the estimated longevity of the device. After the device was restored from backup mode, it was found to be above elective replacement indicator (eri) level. Further analysis performed found no anomaly. Longevity assessment was normal.